Event description:
It wsa reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the seals on the 512st and the 512sd were broken. 1/4/99 additional trocars were opened to continue with the procedure. There was no consequence to the pt.